Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown avenir stem, unknown cup, unknown liner, unknown head. Multiple reports were submitted along with this report 0001822565-2022-00480, 0001822565-2022-00481, 0001822565-2022-00483. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.